Manufacturer narrative:
It was reported on (B)(6) that during use of a drape in the c-section pack, the adhesive did not adequately adhere to the patient's skin. As a result, blood and other bodily fluids were observed leaking beneath the drape and onto the floor. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported on (B)(6) that during use of a drape in the c-section pack, the adhesive did not adequately adhere to the patient's skin. As a result, blood and other bodily fluids were observed leaking beneath the drape and onto the floor.